Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cathlab1 unit would not power on. Investigation identified that drawers 5.1 and 5.2 were preventing the system from booting due to a board issue, and both drawers required board repair. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Other occupation: pharmacy informatics specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 5-1 5-2 failed and caused station was not to power on. A field service engineer (fse) troubleshot the issue and determined that the drawer printed circuit board assembly (pcba) module for drawer 5 2 was the cause. Replaced the pcba card, and the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.